Event description:
Pt underwent heart transplantation 4/16/97 for dilated nonischemic cardiomyopathy with sustained ventricular tachycardia. In the immediate postop period the pt developed a hypotensive reaction to a prbc transfusion and then shortly after a pooled platelet transfusion. Both products were given with bedside leukoreduction filters. Prbc within 15 min of starting the transfusion, systolic bp dropped from 84 to 70 after infusing 50 ml. After stopping the blood, bp immediately restabilized. When blood was restarted, bp dropped again so the prbc transfusion was aborted with the pt's bp rapidly restabilizing at 130. Platelets: about 30 min after receiving the prbc described above, the pt developed a similar hypotensive episode with systolic bp dropping from 130 to 68 over 5 min with the infusion of 10 ml of platelets. Bp restablized when the platelet administration rate was markedly slowed. Systolic bp at the end of the platelet transfusion was 106. The pt's temperature showed little change during either of these transfusions with his temperature staying in the range of 99f.